Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, an infrarenal stent graft extension and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, the devices were explanted due to a type 3b endoleak of the suprarenal stent graft extension with sac growth (11 cm). The patient was reported as doing well. This patient has had 2 previously reported event. MFR # 2031527-2013-00336 was reported for a type 1b endoleak and an additional limb stent graft extension was implanted to resolve this event. MFR # 2031527-2014-00103 was reported for a kinking of the bifurcated stent graft with no endoleak. An additional bifurcated stent graft implanted to resolve this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak event of the infrarenal stent and the distal bifurcated stent graft is confirmed. The event is most likely device related due to the use of strata material. Procedure related harms for this event could not be determined. During the clinical investigation, it was identified that the original implant was completed on a ruptured aneurysm which is considered a (cautionary product use condition), as well as the revision of previously placed graft. The final patient status was reported to be doing well following the surgical conversion and explant procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata". Corrections: h6: method remove code 3233. H6: conclusion remove code 11.